Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment for peritonitis was unknown. It was reported that the patient passed away. The cause of death was reported to be peritonitis, septic shock and rectal mass with metastasis. The cause of septic shock was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. Pd therapy was discontinued. No additional information was available.

Manufacturer narrative:
B3 event date: the patient developed peritonitis on an unknown date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.